Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited therapy exhaustion and rhythm was not converted. No adverse patient effects were reported. The device remains in service.